Event description:
During a lead implant procedure in (B)(6), it was reported that the tunneling tool broke and a portion of its tubing remains implanted in the pt. The biocompatibility details for the device were provided to the implanting physician at his request. To date, no pt complications have been reported to the MFR as a result of this event. However, the pt's status will continue to be monitored.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.